Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a pacing failure was noted on the electrocardiogram monitor post operatively on the pacing lead. X-ray was performed and dislodgement was confirmed. It was noted the clinician intended to implant a longer lead initially, but in error a shorter lead was placed. The lead was explanted and replaced. No patient complications have been reported as a result of this event.